Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of no sensing was not confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The reported event of the helix would not extend or retract was confirmed, and the cause was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient was presented in clinic due to chest pain. Upon investigation, the right ventricular (rv) lead was found to have dislodged resulting in a cardiac perforation and a loss of sensing. A lead revision was attempted, however, the helix of the rv lead could no longer extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Correction: d4, h4.